Event description:
It was reported to philips by a customer that the unit's bower motor overheated and locked up. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit's blower overheated. The biomed found that cooling fan filter is clogged with dust and cleaned fan filter. The rse provided the biomed with the part number and price for a blower assembly. The biomed replaced the blower to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.